Event description:
Njectorforce max/olympus single use injector failed to advance needle out of the device when assistant attempted to activate the mechanism to "needle out". New injector opened, tested the function on this new device prior to inserting into gastroscope- device working correctly/needle was advancing properly when mechanism initiated. Device inserted into scope, device catheter in view on screen, device failed to work again. Resistance met when trying to advance the needle into view. Third injector opened, tested mechanism- confirmed it was working correctly, inserted into scope and this time needle device advancing properly and injection was able to be performed.